Event description:
At the beginning of procedure, the cannula was inserted into the aortic. Higher pressure than normal was seen. At clamping aortic, high pressure alarm stopped arterial pump of "hlm". After removing aortic clamp arterial flow was possible again, still with higher pressure than normal. Surgeon removed and replaced cannula. Upon removing cannula, observed that the tip was pointing in the direction of the heart (towards aortic valve). Aortic valve and coronary was checked. No abnormalities found.